Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted sharp damage on the trocar balloon. It was reported that the balloon physically broke. The reported issue was confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was used to create the access during a laparoscopic radical cystectomy, the balloon physically broke. A new one was used to complete the case. Two devices had the same malfunction. There was no patient injury.